Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (300's mg/dl) after waking in the morning. Customer did not know the cause for the elevated levels. Customer delivered correction boluses to treat elevated levels.